Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was noted on the right ventricular lead. The noise could not be isolated. Prior to the procedure, the patient was fitted with a holter monitor and was presyncopal due to inhibition caused by noise. The lead was capped on (B)(6) 2016 and replaced successfully. The patient was fine post procedure and in recovery room.